Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal angiography (pta), a cutting balloon rupture occurred. Access was obtained via right femoral artery. The 99% stenosed lesion was located in the moderately tortuous left superficial femoral artery (sfa). The 4.00mm/1.5cm/140cm small peripheral cutting balloon was delivered to the lesion, inflated and on the first inflation the balloon ruptured at 5atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed blade fragments detached.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual inspection of the returned device revealed a hypotube kink 20cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The returned device was connected to an inflation unit and positive pressure was applied when a leak was noted. A further microscopic examination identified a balloon pinhole in the proximal body 2mm distally from the proximal edge of a blade. A 1mm section of a blade had detached from the balloon. A 2.5mm section of a blade had also detached from another blade. Blade fragments were detached from another blade also. The pad was intact. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).